Event description:
It was reported that the 9800 system cable was pulled from the hardware. No patient was involved in this complaint.

Manufacturer narrative:
The service rep redressed the 3 ac wires at plug end and reassembled the plug.